Event description:
The company was informed that the pt was experiencing loss of lock. Programming adjustments were made and external equipment was exchanged, however, this did not resolve the issue. Revision surgery is under consideration.